Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who experienced severe soreness, swelling, and altered sensation 11 days post miradry treatment. Nsaid, antibiotics, and steroids were prescribed. At 15 days post-treatment, mild lumps developed in the left axilla while the other symptoms were resolving. All the symptoms resolved by 16 days post-treatment.